Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and abbott vascular (av) was unable to confirm the reported difficulty raising the grippers, as the grippers performed as expected. The reported failure to grip the leaflets could not be replicated in a testing environment as it was related to patient/procedural conditions (operational circumstances). Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The performance of these devices will continue to be monitored.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report that the grippers were not fully closing during grasping, which has the potential to cause or contribute to serious injury. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced to the mitral valve. Grasping was performed medial first, but it was not possible to get a good leaflet insertion due to alignment of clip to valve. The clip was repositioned in different locations toward a2/p2. 15-20 grasping attempts were made, but the leaflets appeared to fall out of clip when clip was closed. The clip was brought into the left atrium. Under fluoroscopy, the grippers were raised and lowered to confirm that they were functioning. Several more grasps were made, but either the anterior or the posterior leaflet would fall out of clip while grasping. The cds was removed, and inspected on table. The grippers were raised and lowered, but it appeared that they were possibly not raising completely. The cds was replaced, and a new device was used to continue the procedure. Two clips were implanted, reducing the mr to 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.